Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, during ventilation the device alarmed the expiratory minute volume low. The issue was not reproduced. The device was checked and no malfunction was found. Moreover, review of the device's logs performed by the technician on site, revealed that the high pressure alarm was generated frequently due to issue with customer's central air line pressure. The customer was asked to maintain the air pressure within 4 bar. Pre-use check passed successfully. Device put back into clinical use. Device' logs were not provided for further analysis. Issues with delivery of set volumes can be noticed by activation of several clinical alarms during ventilation, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarm like expiratory minute volume low is indicating that there is an issue with delivering of the set volumes. The cause of the expiratory minute volume low issue in this customer product complaint has not been determined, as the source of the issue is unknown. Alarms for airway pressure high are indicating that ventilation is ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The cause of the high-pressure issue in this customer product complaint has been determined and is related to environment, as the problem was caused by exposure to environmental conditions outside the expected range.

Event description:
It was reported that the ventilator system's generated an alarm indicating expiratory minute volume low. There was no patient harm. Manufacturer's reference #: (B)(4).